Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight and opening on posterior. A visual and microscopic analysis was performed which identified: crease sharp opening and crease fold. Based on the device analysis the final assessment is an opening crease sharp on posterior due to fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth implant.

Event description:
Healthcare professional reported left side rupture and patient's concern with the product. Device has been explanted.